Manufacturer narrative:
Pod was returned with the needle mechanism in the fully deployed state. Inspection of the pod data found the pod completed priming in an expected number of pulses, delivered over 200 pulses and delivered an immediate bolus. The needle mechanism was successfully reset into the locked and loaded position and the pod deployed as expected upon manual rotation of the ratchet gear. Inspection of the phb data found that the pod functioned as intended. No problem was found. Inspection of the formed needle tip found it to be dull due to a burr, making the needle tip inadequate. This dull formed needle tip cannot be confirmed as the root cause of the user reported events. Inspection of the fluid path found the exposed portion of the soft cannula to be torn off near the formed needle tip. This caused the soft cannula to measure under the acceptable specification at 0.655 inches long. Due to the external nature of the damage, the exact cause and timing of the observed damage cannot be determined. The damage cannot be confirmed as the root cause of the user reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy at initial activation.